Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months and 14 days. The pump remains in use supporting the patient with no further issues reported. A correlation between the device and the reported patient¿s elevated lactate dehydrogenase could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on an unspecified date, the patient experienced visual changes in their right eye. When the patient arrived at the hospital's emergency room, the visual changes had resolved. Upon admission to rule out a potential transient ischemic attack, the patient's lab results indicated that the lactate dehydrogenase (ldh) level was elevated to approximately 1899 u/l. The patient's baseline ldh level was approximately 400 u/l. It was reported that pump thrombus was suspected due to elevated ldh, however, no other signs or symptoms of thrombus were present. Review of submitted log files by the manufacturer's technical services representative did not reveal any abnormal pump parameters. The inr value was reported to be 3 which was within the patient's therapeutic range. The patient was treated with angiomax and integrillin and the ldh level trended down after treatment. CT scans taken upon admission and 24 hours later were negative for any findings. On (B)(6) 2016, the patient was discharged home with coumadin, aspirin, dipyridamole, and trental. The patient's inr target remained the same and the patient would continue to be monitored. No further information was provided.